Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was 125 mg/dl. Troubleshooting was interrupted when the call was dropped. Called the customer back and no one answered. A voice message was left for the customer to call back so troubleshooting can be performed. Nothing further reported.